Event description:
Plaintiff reports that she experienced the following symptoms while performing her duties as an rn: hives, wheezing, sneezing, runny eyes, runny nose, anaphylactic shock, asthma and other problems. She was diagnosed as hypersensitive and/or allergic to latex in 8/96.